Manufacturer narrative:
227303 evaluation statement: the reported event of a device that alarmed occluded patient side could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference - (B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported that the channel was alarming for patient side occlusion. The line was open and disconnected from the patient and would not pump. The infusion was switched to a different channel and was working properly.